Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient with severe aortic regurgitation and a dilated aortic root who underwent transcatheter a ortic valve replacement (tavr) with a medtronic 34 mm evolut r valve. Despite the patient¿s native aortic regurgitation and severely dilated aortic root (computed tomography showed a diameter of 49.8 mm), the authors performed tavr and implanted the evolut r in the patient¿s "normal" descending thoracic aorta (computed tomography showed a maximal measurement of 28 mm) as a bail-out strategy. The authors stated the procedure was uneventful. Post-procedural transthoracic echocardiography detected only mild to moderate aortic regurgitation. At three-month follow-up, the patient presented with significant improvement in quality of life and a computed tomography scan confirmed satisfactory position of the valve in the descending aorta. No adverse patient effects or interventional measures were noted.